Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he was unable to establish communication with the ipg following surgical intervention to address his ipg wound issue (reference MFR. Report: 1627487-2016-01986). The patient controller and magnet were tried multiple times to no avail. The loss of communication was confirmed by the sjm representative. Subsequently, surgical intervention was undertaken to explant and replace the ipg. The new ipg was successfully programmed following the surgical intervention.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(4) 2017. Corrected data: evaluation codes - device code.